Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the battery contacts were bent and the battery door missing. It was also noted that there were signs of unauthorized external intervention. The case front was broken. The keypad / lens were scratched. The back case was broken. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.